Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested, and the following was obtained: received information as following from sales rep via phone today. After investigation, the specific gender and age of the patient were unknown, and bentall + total aortic arch replacement + distal stent "elephant trunk" surgery was performed in the first people's hospital of lianyungang, jiangsu province on (B)(6) 2025. The operator used the suture (eph8710h) for tissue suturing (the specific suturing tissue level and suturing method were unknown) during the surgery. Pull off suture needle occurred during the suturing. The detached needle fell into the patient's pericardium. The operator immediately gave the patient intraoperative CT examination to assist in finding the detached needle and found it. After removal, the integrity of the needle was checked. After confirming that there was no residual foreign body, a new suture was replaced (the specific product information was unknown) to continue the suturing. The subsequent surgery went smoothly. This event caused no other harm to the patient except that it prolonged the surgery for about 4 hours. No subsequent adverse event report was received. The following information was requested, but unavailable: * the xray image shows 2 retained needles. Did 2 needles pull off the suture and fall into the patient? Please clarify. ** if yes, are the 2 needles from the same double armed suture? What tissue was being sutured when the event occurred? Was the 4 hour delay in surgery due to searching for the needle(s) that pulled off of the suture? Were there any unexpected outcomes or complications as a result of the prolonged surgery time? Was the patient¿s treatment altered in anyway due to the prolonged surgery time? If yes, please explain. Was the post-operative care changed due to this event? Please specify. Was additional dissection required in other organs/tissues other than the target tissue? If yes, please describe. What instruments were used to grasp the needle? Where was the needle grasped during use? Were the needle(s) retrieved during the same procedure? Do any needle pieces remain retained in the patient's tissue? If any piece(s) were retained, where are they located/in what structure? Please provide the patient's demographic information including age, gender, weight, bmi at the time of index procedure the diagnosis and indication for the index surgical procedure? What was the initial approach for the index surgical procedure? (Open, laparoscopic or other)? What was the tissue condition (normal, thin, calcified, fragile, diseased)? Please describe any medical/surgical intervention required for this suture event including dates and results. Did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement or during any re-operation? Other relevant patient history/concomitant medications? What is the physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient's current status? Lot number? Will product be returned? If so, please provide the return date and tracking information. Surgeon¿s name? --received information as following from sales rep via phone today, please refer to the additional event information mentioned above, other information requested is unknown.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H6 component code: g07002 device not returned. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. The xray image shows 2 retained needles. Did 2 needles pull off the suture and fall into the patient? Please clarify. If yes, are the 2 needles from the same double armed suture? What tissue was being sutured when the event occurred? Was the 4 hour delay in surgery due to searching for the needle(s) that pulled off of the suture? Were there any unexpected outcomes or complications as a result of the prolonged surgery time? Was the patient¿s treatment altered in anyway due to the prolonged surgery time? If yes, please explain. Was the post-operative care changed due to this event? Please specify. Was additional dissection required in other organs/tissues other than the target tissue? If yes, please describe. What instruments were used to grasp the needle? Where was the needle grasped during use? Were the needle(s) retrieved during the same procedure? Do any needle pieces remain retained in the patient's tissue? If any piece(s) were retained, where are they located/in what structure? Please provide the patient's demographic information including age, gender, weight, bmi at the time of index procedure. The diagnosis and indication for the index surgical procedure? What was the initial approach for the index surgical procedure? (Open, laparoscopic or other)? What was the tissue condition (normal, thin, calcified, fragile, diseased)? Please describe any medical/surgical intervention required for this suture event including dates and results. Did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement or during any re-operation? Other relevant patient history/concomitant medications? What is the physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient's current status? Lot number? Will product be returned? If so, please provide the return date and tracking information. Surgeon¿s name?

Event description:
It was reported that the patient underwent a bentall+aortic arch total prosthetic replacement +distal elephant trunk stent implantation on (B)(6) 2025 and suture was used. Pull off suture needle occurred during surgery. Then CT was used and the needle was found fell into patient's pericardium. The needle was removed from patient finally. The surgery delayed for about 4 hours. The patient is currently stable. Additional information was requested.